Event description:
The clinician reports the implant was inserted (B)(6) 2004 in ada 19. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility, and bleeding. No further patient complications were reported.